Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from an mr290v vented autofeed humidification chamber after one week of use. It was further reported that the chamber dome had two cracks. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected. Results: visual inspection revealed that the chamber was cracked along the base of the dome, below the bracket and near the baffle. A lot check revealed one other complaint of this nature for lot number 110706. Conclusion: we have recently completed an investigations into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chambers from the complaints in this inquiry were most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. Information we received from the hospitals where this cracking has occurred has indicated that they are all using alcohol-based cleaning products, used on both the devices and for disinfecting their hands before touching the chambers. It is our intention to contact these hospitals in order to educate about the safe use of these cleaning products, so as to prevent the chambers from coming into contact with such products. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from an mr290v vented autofeed humidification chamber after one week of use. It was further reported that the chamber dome had two cracks. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.